Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the doctor is not willing to share any details. "The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication / diagnosis and name of initial surgical procedure when the mesh was implanted? Other relevant patient comorbidities / concomitant medications? Mesh lot number? Any concurrent procedure / device implantation during the initial surgery? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Vaginal mesh exposure diagnostic confirmation? Was any deficiency or anomaly of the mesh? If yes, please describe it. Date and surgical findings of excision of exposed mesh. What is physician¿s opinion as to the etiology of or contributing factors to this event (posterior mesh exposure in vagina)? What is the patient's current status after mesh excision procedure? Were pain and vaginal discharge resolved? "

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. It was also reported that the mesh was ok until approximately 2016. Then the patient was seen in 2017 and posterior mesh exposure in vagina was noted. It was suggested management of vaginal estrogen; but cannot used because of former history of dvt. In (B)(6) 2019 the patient was still experiencing a coital pain and vaginal discharge and started on antibiotic with low dose of vaginal estrogen. It was also reported that the patient anticipate a local excision of exposed mesh with primary closure. No further information is available.